Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error code - e315 (incompatible scope error). The event had occurred during set up / inspection for use. There were no reports of patient involvement.